Manufacturer narrative:
H.6. Investigation: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for condensation with the incident lot was not observed. Evaluation of pictures do not show condensation but the edta additive in the tubes. Additionally, retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to condensation as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd vacutainer® k3e 7.2mg plus blood collection tubes foreign matter was discovered in tubes. The following information was provided by the initial reporter: after opening the box with some hundreds of article 368860, k3-edta tubes , the enduser in clinic/laboratory realizes condesned water inside the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k3e 7.2mg plus blood collection tubes foreign matter was discovered in tubes. The following information was provided by the initial reporter: after opening the box with some hundreds of article 368860, k3-edta tubes, the enduser in clinic/laboratory realizes condensed water inside the tubes.